Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1100 mg/dl, diabetic ketoacidosis, and "hit [their] head on the floor and passed out"; cause was not known. Reportedly, customer "charged pump battery and got delirious and did not put the pump back on". Customer was taken to the emergency room via paramedics and was treated with intravenous fluids of saline and insulin, and "pain medicine". Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.